Event description:
Customer states the device was unable to obtain a 12 lead ECG. No patient impact has been reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.